Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition and inappropriate shocks. Additionally high pace impedance measurements were noted. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient previously had a therapy upgrade procedure from a pacemaker to a cardiac resynchronization therapy defibrillator (crt-d). The original competitor right ventricular (rv) pacing lead was kept implanted and active. A second right ventricular (rv) lead was implanted for tachycardia support, with the pace/sense portion of the lead capped. After the previously reported observations of noise oversensing, pacing inhibition, and unneeded shock therapy delivery occurred and the patient felt ¿tiny shocks,¿ a revision procedure was scheduled. It was suspected that the competitor rv lead had fractured, which was then confirmed via fluoroscopy. Subsequently, the competitor rv lead was surgically abandoned and the tachycardia rv lead pace/sense portion was used. This device remains in service. No adverse patient effects were reported.